Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. At approximately 8:00 am on (B)(6) 2025, the patient began receiving a ¿low¿ glucose reading (no exact value) from their mobile device after applying the sensor to their arm. By 9:00 am, the patient contacted their physician due to symptoms including fatigue, tiredness, weakness, and headaches. The patient did not have access to a traditional blood glucose meter at the time. In response to the symptoms, the patient consumed 2 tablespoons of honey, 1 piece of peppermint, and 2 glasses of water. Despite these interventions, the mobile device continued to display a ¿low¿ reading. The patient was advised to call emergency services. Upon arrival, emergency medical technicians (emts) performed a fingerstick (fs) test, which showed a blood glucose level of 320 mg/dl, while the mobile device still displayed ¿low.¿ no medication was administered at that time. A second fs test was conducted approximately 10 minutes later, showing a level of 200 mg/dl, while the sensor reported 50 mg/dl. The emts recommended that the patient be transported to the emergency room for further evaluation. While in route to the hospital, the patient removed the sensor and attempted to replace it with a new one; however, the replacement sensor failed. The patient did not insert another wearable device. At the emergency room, a third fs test confirmed a blood glucose level of 200 mg/dl. The patient was administered IV fluids and monitored until approximately 7:00¿8:00 pm. Upon discharge, the patient¿s blood glucose level was between 120¿125 mg/dl, and they reported feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d, c zones of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.